Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that the original reported condition of an interlink extension set bursting into 3 pieces will only need to be documented in (1) medical device report. This report is documented in report number, 6000001-2011-02911.

Event description:
A customer reported to baxter product surveillance of an interlink extension set in which the set burst during patient use while infusing an unknown medication. There was no patient injury or medical intervention reported. No further information is available at this time. This report is for the third burst component.